Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent act and down buttons response due to moisture damage keypad traces. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. Customer stated that the insulin pump's act and escape buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that he had a low and blood glucose events. Customer blood glucose reading was 41 mg/dl the morning prior to call and was treated with food. After the low blood glucose, the customer had a high blood glucose of 331 mg/dl and treated with insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.